Event description:
Prior to operate a transfer from the bed to the wheelchair, the caregiver fixed the sling to the opera device and proceeded with the transfer. While turning the wheelchair, the left shoulder clip became loose. The caregiver did not notice anything unusual on the sling before or during the transfer. The pt fell from a height of 30 cm to the left side above the wheelchair and was partially caught by the caregiver. No injuries were sustained.

Manufacturer narrative:
Additional info will be provided upon conclusion of the MFR's investigation.